Event description:
Patient had mediport in left femoral vein-winged infusion set, #20 gauge needle was used to access part on 4/1/94 - when changing dressings on 4/8/94, they were wet-further inspection revealed tubing & winged part were separated from the needle.x-ray of left hip area showed needle in the left groin-the surgeon palpated groin area and was able to remove the entire needle from subcutaneous tissue throught point of access - no surgery was required.